Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician later observed "any creases" and a "fold flaw" during surgery. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, crease fold, wear abrasion, brown particles in fill channel and white particles in the shell. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later observed "any creases" and a "fold flaw" during surgery. Device has been explanted and replaced.